Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, episodes of noise resulting in oversensing was observed on the right atrial (ra) lead. Insulation damage was suspected on the ra lead but was not confirmed. Technical support was contacted and recommended a revision procedure to resolve the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received indicating that during a remote follow-up, additional episodes of noise resulting in oversensing, along with loss of capture and decreased pacing impedance on the ra lead. No intervention has been performed and the patient was stable and will continue to be monitored.